Event description:
The pt reported that subsequent to the implant of a protegen sling, the pt experienced erosion of the sphincter and urethra and incontinence. The device was removed. The device was not returned for eval.